Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel "shocking" in their lips. It was further reported that the patient "believes the pacemaker is not working correctly". The device remains in use. No further patient complications have been reported as a result of this event.